Event description:
The following information was obtained during a presentation at the transcatheter cardiovascular therapeutics (tct) conference: this patient had a cypher stent placed in an unknown target lesion following admission with an acute myocardial infarction. The pt later presented with complaints of chest pain while golfing. Exact time frame is unknown. A subacute thrombosis was reported. The pt was placed on vasopressors and an intra-aortic balloon pump (iabp). However, the pt is reported to have expired the following day.